Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt fell in early (B)(6) 2011, and subsequently he felt intermittent stimulation. The physician performed intraoperative testing of the lead on (B)(6) 2011, and no anomalies were noted. The pt reported that stimulation was better after the procedure, but on (B)(6) 2011 the intermittent stimulation issue restarted. The pt complained of an overstimulation sensation from the waist down, and he turned off the system and had not used it since (B)(6) 2011. F/u on the pt on (B)(6) 2011 found that one of the lead contacts exhibited a high impedance reading. The pt stated that he only felt stimulation on the left leg but needs bilateral leg pain coverage. An x-ray showed no anomalies. The pt was reprogrammed and no further pt issues were reported. No further info is available at this time.